Event description:
It was reported that the neurostimulator (ins) was at end of life. During the ins replacement, it was noticed that the connector pin was broken. The extension was also replaced. No surgical complications were reported. The pt was okay.

Manufacturer narrative:
(B) (4).